Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('left coil seen in left cornual area embedded in the myometrium.'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature delivery ('premature delivery/all premature births'), placenta praevia ('placenta previa with (B)(6) 2015 birth') and procedural haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty placing on one side", device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included parity (3*) and multigravida (3*). Concurrent conditions included uterine contractions during pregnancy, diplopia, gestational diabetes, preterm labor, shortened cervix, pih pregnancy induced hypertension, gastroesophageal reflux disease, paratubal cyst, vaginitis, vulvovaginitis, menstrual disorder, genital bleeding, irregular menstrual cycle, menometrorrhagia, dysfunctional uterine bleeding, cyst ovary, low back pain and sciatica. Concomitant products included betamethasone, magnesium sulfate, nifedipine, nifedipine (procardia), progesterone (progesteron), salbutamol and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain ("abdominal pain"), 1 month 18 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), pre-eclampsia ("preeclampsia with two births ((B)(6) 1997 and (B)(6) 2015)"), placenta praevia (seriousness criterion medically significant), cheilitis ("allergic or hypersensitivity reaction type: lip rash/itching/rashes or skin conditions type: lip rash"), lip pruritus ("allergic or hypersensitivity reaction type: lip rash/itching"), urinary tract disorder ("bladder or urinary problems or changes") and menstruation irregular ("irregular period"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of right essure device and laparoscopic bilateral salpingectomy with removal of right essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, premature delivery, pre-eclampsia, placenta praevia, pelvic pain, vaginal haemorrhage, menorrhagia, cheilitis, lip pruritus, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain, procedural haemorrhage and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, cheilitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, lip pruritus, menorrhagia, menstruation irregular, migraine, pelvic pain, placenta praevia, pre-eclampsia, pregnancy with contraceptive device, premature delivery, procedural haemorrhage, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received ¿ case become incident and valid. New event device expulsion, embedded device, pregnancy with contraceptive device, device ineffective, premature delivery, pre-eclampsia, placenta praevia, pelvic pain, vaginal hemorrhage, menorrhagia, cheilitis, pruritus, bladder disorder, urinary tract disorder, dysmenorrhea, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain, device difficult to use, procedural hemorrhage and device monitoring procedure not performed were added. Product information indication and date of removal were added. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history and concomitant medication (nifedipine, albuterol hfa, procardia [nifedipine], progesteron, magnesium sulfate, betamethasone, salbutamol) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.